Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the fill estimate was inaccurate. Reportedly, customer reloaded the cartridge and received an accurate fill estimate. Additionally, it was reported that an occlusion alarm occurred. Reportedly, customer simply cleared the alarm and resumed insulin therapy to resolve the issue. Customer's blood glucose level ranged from 112 mg/dl to 200 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged fill estimate issue could not be verified.